Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the patient was admitted to the hospital for acute cerebral infarction. The patient was sent to the intervention room for aortic arch + total cerebral angiography after admission. During the patient's imaging procedure, the distal tip of tempo 5f 100cm pig angiography catheter fractured and dislodged, resulting in the stump of the tube being left in the patient's vessel. The piece was in stenotic segment of the common carotid artery. It caused injury to the patient and seriously jeopardized the patient's life. The surgeon immediately performed endovascular catheter stump removal after discovery. The distal tip piece was removed from the patient. The procedure was completed successfully. The patient status is known to be good. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage noted to the device noticed after opening the package. The device did not pass through any acute bends. The device will not be returned for evaluation as it was discarded. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-separated¿ could not be confirmed. Handling factors such as torquing the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not use the catheter if the ¿use by¿ date on the package label has expired.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the patient was admitted to the hospital for acute cerebral infarction. The patient was sent to the intervention room for aortic arch + total cerebral angiography after admission. During the patient's imaging procedure, the distal tip of tempo 5f 100cm pig angiography catheter fractured and dislodged, resulting in the stump of the tube being left in the patient's vessel. The piece was in stenotic segment of the common carotid artery. It caused injury to the patient and seriously jeopardized the patient's life. The surgeon immediately performed endovascular catheter stump removal after discovery. The distal tip piece was removed from the patient. The procedure was completed successfully. The patient status is known to be good. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage noted to the device noticed after opening the package. The device did not pass through any acute bends. The device will not be returned for evaluation as it was discarded. The hospital reported it as an adverse event to the china nmpa directly.